Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) failed the system self-check. There was no reported patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported system self-check error has been completed. Imc logs revealed persistent unsuccessful boots on complaint date. In each boot, console was unable to retrieve aic software revision from memory. Communication initialization with other subcomponents was successful. At field service, console was unable to boot up as reported. However, firmware check did not reveal any abnormality on peripheral subcomponents. Console¿s compact flash cards were temporarily replaced, and it could boot up normally. The root cause of the syscall error was due to defective compact flash cards. This report is being filed as part of a retrospective review of historical records.